Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that intermittent audio output occurred. The patient¿s daughter reported the patient¿s receiver had not alerted. The patient was walking in the parking lot to a doctor¿s appointment when she fainted and fell. Emergency medical services (ems) was called, the patient¿s daughter offered a glucose tablet; however, the patient was unresponsive and unable to ingest the tablet. When ems arrived, a bg was performed which was 40 mg/dl, the patient was treated with IV glucose, and transported to the hospital. The patient regained consciousness, was diagnosed with a fractured coccyx and admitted to the hospital for a week. She was transfer to an assisted care facility for rehab for the fractured coccyx. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.